Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tip of the dilator from the wayne pneumothorax set frayed during insertion, and this occurred with 3 sets in a row. The procedure was completed with another device, and there were no injuries or additional procedures.